Event description:
Received an electronic report from an event. It was reported that, a peritoneal dialysis pt connected herself on the first connector of the pd tubing set and was undergoing treatment. She had fallen asleep and when she woke up, found a drip from the second connector and approx 30 ml of dialysate on the floor. The pt notified the clinic the following day. It was reported her effluent has remained clear, nor did she develop any peritonitis symptoms. She was instructed to go to the clinic for further evaluation of this event. A cell count and culture was ordered and obtained. The pt also was administered a prophylactic dose of vancomycin 1 gram and gentamycin 80 mg ip. It has since been learned that, the results of the culture were negative. The pt did not develop peritonitis. A sample is available for evaluation. Reportedly, this pt continues peritoneal dialysis as ordered with no further ill effect related to this incident.